Event description:
A report was received that the patient was experiencing excessive charging of the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected and the patient had decided not to have the procedure due to out of pocket costs.

Event description:
A report was received that the patient was experiencing excessive charging of the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.